Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the insulin pump suspended when sensor glucose was reading 86, but blood glucose value was 248 mg/dl. Troubleshooting was declined. The sensor will not be returned for analysis.